Event description:
The device remains implanted.

Event description:
Physician reported right side rupture confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.